Manufacturer narrative:
The sample is not available for further testing. Service was not dispatched for this event. The customer is not questioning any other results or assays. No definitive root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to higher than expected carcinoembryonic antigen (cea) results generated by access 2 immunoassay clinical system for one patient. The results were reported out of the laboratory, and questioned by the physician. Subsequent testing on the diluted samples produced similar results, but the testing at an alternate lab produced a lower result. The customer did not receive any reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.